Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized due to frequent suction detection alarms, and diuretic adjustments were made. Days later, the patient's condition was reported to be stable. Although symptoms during the episodes of frequent suction alarms were assessed, they remain unclear. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed 100 suction alarms logged on (B)(6) since (B)(6) 2025. As a result, the reported event was confirmed. Additionally, a vad disconnect alarm was logged on (B)(6) on (B)(6) 2025 at 14:56:45, indicating that the backup controller was powered up without the driveline connected. The vad disconnect alarm is an additional finding not related to the reported event. The most likely root cause of the vad disconnect alarm can be attributed to the powering up of the backup controller without a driveline connected. Based on the available information, the device may have caused or contributed to the reported suction event. Based on the risk documentation, possible causes of the suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.